Event description:
A malfunction alarm 20 was reported while the pump was in use during the pumping process. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge correctly, and the customer successfully resumed insulin therapy.